Event description:
On (B) (6) 2009, the lay patient spoke with lfs (lifescan) customer service and alleged that his one touch ping meter displayed the error 2 message. On (B) (6) 2010, the medical surveillance specialist (mss) spoke with the pt and obtained add'l info included below. The pt told the mss that his one touch ping meter and (B) (4) insulin pump both had functional problems at the same time. He said he was not able to obtain readings with the subject meter on (B) (6) 2010, because he kept getting the error 2 message each time he attempted to test. He said he tried using multiple test strips from 2 different vials and was unable to obtain a reading. During the time he was unable to test, he said developed symptoms of high blood glucose; he specifically said he constantly had to urinate. In the evening he said he was able to test with his son's meter and received a reading of 404 mg/dl. He called his doctor and the doctor advised him to take an insulin injection and to report the pump and meter problems to the MFR. This complaint is reported because the pt alleges that the one touch ping meter displayed the error 2 message and he was unable to obtain a blood glucose reading. The pt claims that he developed frequent urination and received a reading of 404 mg/dl on another device after the product issue started. The pt said his physician advised him to take an insulin injection.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.